Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. A few days later, the patient presented remotely via merlin.net. Review of the transmission revealed that the device exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.